Manufacturer narrative:
(B)(6). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported a proglide device was used and when removing the device, the suture did not tied to the vessel and came out. Hemostasis was achieved with another proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.